Event description:
It was reported that the patient after 4 hours of sleeping woke up with a high blood sugar alert. The patient saw that the adhesive was coming loose and the cannula was no longer inserted in the skin. The patient did allege that a possible needle mechanism failure had occurred as the patient was unsure of the cannula deployment. The patient was able to successfully remove the old pod and apply a new one.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.